Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to the development of the ventricular septal defect. Investigation results suggest patient factors (degree of calcification present) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, two days post implant of a 29mm sapien 3 valve, by tf approach in aortic position, the patient suddenly became unstable and an echo (tte) revealed an ¿intraventricular communication¿. No actions were taken and subsequently the patient expired. After the valve was deployed an echo (tee) and an aortogram was performed and there were no abnormalities noted, everything looked normal. Per report, the possible cause for the vsd was the ¿quantity¿ of calcium. The native annulus diameter measured 31mm x 25mm with an area of 640mm2 by CT. The native annulus and leaflets were severely calcified. The sinotubular junction (stj) diameter was 30mm and the sinus of valsalva (sov) diameter was 33mm.

Manufacturer narrative:
It was initially reported that no actions were taken; however, the patient¿s clinical condition worsened and an echo revealed that the interventricular communication was increasing. The plan was to repair the interventricular communication with a plug. Subsequently, the patient passed away before any intervention could be performed.